Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls. The pod deactivated after running 58 pulses. The pod data showed no issues in the first or second prime sequences when the needle mechanism would deploy. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to a needle mechanism failure. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported cannula did not deploy event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.